Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 24.5 diopter lens was implanted into the patient's left posterior capsule sack and started to dislocate into the vitreous so it was rotated into the anterior chamber, cut, and removed. There was an incision enlargement made, but no sutures were used. The replacement lens was a za9003 model with a diopter power of 23.5 that was placed in the sulcus. The patient was reported as recovered and doing fine. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 05/4/2018, device returned to manufacturer? Yes. Device evaluation: the complaint unit zcb00 was received in its original packaging with the wheel case insert and a cartridge. Visual inspection at microscope magnification was performed: loose particles and lubricant material residues were observed on the lens surface. Only a half of lens was received. Lubricant material residues were observed on the cartridge tip; also, dent/distortion was observed on the tip. The reported issues could not be verified. The condition in which the product was received is consistent with a lens that was handled and preparation for surgical. A product deficiency could not be determined. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.